Event description:
It was reported that a pt injured her right leg on the rail of the omega IV while transferring herself onto the tabletop. The pt required stitches to her leg. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.